Manufacturer narrative:
(B)(4)

Event description:
Covidien received a report there was a 'piece of hair' discovered in the packaging of the device. Customer confirmed there was no patient involved with this event, product event was found prior to use.

Manufacturer narrative:
The sample was received for analysis and the reported issue was confirmed. A visual inspection was performed and it was observed it was observed inside the sealed pouch the presence of foreign material one strand of hair was observed. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.